Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The tight fit for the front panel optical connector may have caused an imperfect connection with the potential for an airgap which would have triggered the errors seen clinically as well as in the lab. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported patient was placed on impella cp with smart assist for hemodynamic support. While on support an automated impella controller (aic) placement signal erratic signal was noted. Successfully switched aic.